Event description:
The pt received her scs system, including an ipg, two anchors (from the same lot), two percutaneous leads, and an extension, on (B)(6) 2010. It was reported that the physician electively removed the patient's system on (B)(6) 2010, since the pt had developed cancer that required MRI procedures. During the explant procedure, the first anchor that was removed was found to be broken. It was reported that the physician did not cut the anchor. The explanted anchor was returned to the manufacturer for evaluation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.